Event description:
A customer contacted baxter's technical service center, regarding a slow flow drain alarm, on the home choice (hc) unit during use, with the patient connected, in drain 1 of 4. It was discovered that the drain line had been used for four days. The technical service representative (tsr) had the home patient (hp) disconnect the drain line extension. There was patient involvement, however there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of drain line was confirmed based on information provided by the patient. Patient stated the drain line extension he was using was four days old. There is not enough information to determine the cause of the use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.